Event description:
Customer reported being admitted as an inpatient for medical treatment. Description of complaint, events leading to hospitalization/outcome was seizures and confusion. Trouble shooting was performed and pump programming appeared to be functioning normal.